Manufacturer narrative:
Evaluation - the subject device, one service replacement powermax elite, part number 72200616s was received on 9/4/2015 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Functional testing was performed and identified that the motor has seized and will not rotate. This condition is the most likely cause for the ¿overheated¿ complaint. A review of the manufacturing records show this unit was released to distribution as a new device on or about july of 2010 and subsequently re-issued as a service replacement in march of 2012. A review of the service records show the device met applicable product specifications when released. The complaint investigation has concluded that the cause of overheating was due to a seized motor unit as a result of wear and tear over time and is in need of non-warranty repair. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the device got hot and then became too hot to handle. There was no reported delay or patient injury.

Event description:
Additional information received indicated that the overheating was noted immediately at the start of the case. The hot device did not come into contact with the patient or operator. They were using a shaver with this unit; it was able to be properly connected. The hand control unit had been used in previous procedures successfully. This procedure was able to be completed with a backup unit. The patient was noted to be okay post-procedure.